Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. Returned product analysis was performed and no anomalies were found. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft was kink/buckled at 5.5 cm from the distal end of the delivery system. The inner shaft was kinked at 3 cm from the distal end of the recapture cone. The device was able to be deployed without resistance, the device was able to be pulled by the tether to the recapture cone without resistance, the device was able to be fully recaptured in the device cup without resistance. There were no anomalies of looseness with the tether of the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the leadless implantable pulse generator (ipg) delivery system tether was loose and the leadless implantable pulse generator (ipg) had flipped off of the cone. The leadless ipg and delivery system were attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the leadless implantable pulse generator (ipg) delivery system tether was loose and the leadless implantable pulse generator (ipg) had flipped off of the cone. The leadless ipg and delivery system were attempted not used and replaced. No patient complications have been reported as a result of this event.